Manufacturer narrative:
Load cell and footboard scale display assembly.

Event description:
It was reported by service report that the scale is not weighing correctly. No pt involvement or adverse consequences are reported.